Event description:
The intra-aortic balloon pump (iabp) would not run on battery power when we were transferring this patient. The machine was moved from outside of the room, where it is stored. This iabp had not been connected to an electrical outlet while dormant. This iabp was moved into the cath suite and connected to the patient. It was connected to an electrical outlet and functional at the time of balloon catheter insertion and for the remainder of the case. The nurse reports when unplugging the balloon pump for transport to the ambulance from the cath suite, it was not functional. But once inside the ambulance it was again given electrical support and working.